Manufacturer narrative:
The device was received with a complaint of ¿failed rotor error test.¿ this complaint has been verified, as the device took longer than 30s to alarm for a rotor error. The root cause has been isolated to the gearbox. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit failed for rotor error. There was no patient involved.